Event description:
The reporter indicated that when the device was being checked, an itp (inquire, telemetry and print) was done but no diagnostic data printed out.

Manufacturer narrative:
An investigation was performed and it was noted that diagnostic counters are not available in early dash units. There is not enough info available to attempt duplication of the event.